Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for 4 days. No further information available.